Event description:
It was reported that the patient was referred for surgery due to complaints of chest pain that increased when swiping their magnet as well as repeat shocking sensations. The device was disabled and pain and shocking sensations decreased. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received that surgical intervention was taken for patient comfort only and the cause of pain was due to placement of vns. The patient later underwent surgery where the generator was relocated, no devices were replaced.